Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2022 during a total laparoscopic hysterectomy procedure when it was reported ¿that the tip coating or insulation tube of l-hook electrode was peeled off during the surgery. Therefore, the use of that device was discontinued.¿ there was no impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. An alternate device of the same was used to complete the procedure and this device also peeled. Further assessment found that the procedure was delayed approximately 1 to 1.5 hours and it is unknown if a fragment fell into the surgical site. ¿cleaning was performed more than usual.¿ this report is being raised on the basis of injury due to fragments of the device potentially remaining in the patient.

Manufacturer narrative:
Received one 60-5274-132 in original opened package. Lot number was verified. Performed a visual inspection, the tip of the electrode was peeling. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 reports, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on 2jun22 during a total laparoscopic hysterectomy procedure when it was reported ¿that the tip coating or insulation tube of l-hook electrode was peeled off during the surgery. Therefore, the use of that device was discontinued.¿ there was no impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. An alternate device of the same was used to complete the procedure and this device also peeled. Further assessment found that the procedure was delayed approximately 1 to 1.5 hours and it is unknown if a fragment fell into the surgical site. ¿cleaning was performed more than usual.¿ this report is being raised on the basis of injury due to fragments of the device potentially remaining in the patient.